Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess nos') and menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included d & c since (B)(6) 2012 and adenomyosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic abscess and menorrhagia outcome was unknown and the vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, menorrhagia, pelvic abscess and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pfs received. Reporter's information added. Event: abscess were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic abscess ('abscess nos') and menorrhagia ('menorrhagia (heavy menstrual bleeding'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: d & c since (B)(6) 2012 and adenomyosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic abscess and menorrhagia outcome was unknown. And the vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, menorrhagia, pelvic abscess and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2012, total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: event injury was replaced by menorrhagia (heavy menstrual bleeding). Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included d & c since (B)(6) 2012 and adenomyosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia outcome was unknown and the vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: abnormal bleeding (vaginal), abdominal pain were added. Concomitant conditions and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.